Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and reusing insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer changed the cartridge and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.